Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographic evaluation of the lateral view of the right elbow does not confirm or exclude the reported event. Evaluation for polyethylene wear of bushings and hinge failure cannot be made due to lack of ap x-ray view. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant devices - coonrad/morrey small ulnar assembly catalog #: 32810500200 lot #: 34470400, howmedica simplex cement catalog #: 6191-1-001 lot #: rkc 090. The customer has indicated that the device will not be returned to zimmer biomet for evaluation, as the device was discarded. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2017-03149).

Event description:
It is reported that the patient underwent an elbow arthroplasty revision due to wear twenty-one (21) years following implantation. Only the bushings and hinge pin were exchanged utilizing ulnar and humeral replacement kits while leaving the implants themselves in the patient. No further patient consequences were reported.